Manufacturer narrative:
A partial lead with the tip measuring 51.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that high capture threshold was observed on the right ventricular lead. The lead was explanted and replaced. Patient was in stable condition before, during and after the procedure.